Manufacturer narrative:
Inspected one opened/used reservoir. Performed pre-fill reservoir test and the reservoir/transfer guard passed per inspection, found no occlusion anomaly during filling. The reservoir was connect/locked in place properly. Also inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran the occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the manual prime and saw fluid flow through infusion set and out the catheter tip. Conclusion: the reservoir was not occluded. Also, performed manual test to reservoir and found plunger easy to release from the stopper-plunger.

Event description:
Customer reported that she was not able to push insulin through the tubing and that the plunger kept spinning. She was advised on the priming process but the insulin pump alarmed for no delivery. The issue was resolved by changing the reservoir. The blood glucose reading was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.